Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction reported by the customer could not be duplicated or verified. However, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge error messages while attempting to load multiple new cartridges. The customers blood glucose (bg) level was impacted 300 mg/dl. The customer took a correction bolus to stabilize bg level. It was indicated that the customer would use manual injections as alternate insulin therapy.